Event description:
Patient experienced clicking and pain.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (expiration date), d10, g2, h6 (clinical and medical device problem codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found no product defect. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to insert became dislodged from the base plate and insert was exchanged. Surgeon questioning if the product was faulty or if he did not execute proper technique when originally inserting the implant. Doi: (B)(6) 2020 dor: (B)(6) 2020 left knee.